Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 74.9°f. The rate of temperature rise was above threshold at 9°f/sec. Initial diagnosis indicated that the rear motor bearing was worn and the ground pin shroud was chipped. Due to the rate of temperature rise the device was also evaluated by engineering. The motor and collet were disassembled by engineering. The collet bearings were manually rotated and the bearings rotated smoothly. The motor¿s rotor shaft was seized within the stator housing. It was necessary to drive the rotor shaft out with a drift punch. The complete stator and motor housing was slit open to perform a detailed examination of the possible failure mode. The blue internal stator sleeve was melted and had fused to the stator windings. This motor underwent severe overheating. The motor¿s front bearing was good, but the rear bearing inner race was not intact. The rear portion of the rotor shaft had gouging where the rear bearing was located. Failure of the rear bearing allowed movement of the rotor shaft increasing the friction levels, which required more current to drive the motor. This resulted in overheating of the mid-motor section. The motor¿s rear bearing was not intact and the internal parts had disintegrated. This resulted in the measured overheating which would cause the motor¿s failure. The cause of these types of failures is likely due to inadequate preventative maintenance. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 29 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with the report of no power. It was reported that there was no patient impact. Repair escalated to product event on evaluation due to overheating over threshold. Upon follow up it was reported there was no injury to any hospital staff. The surgeon's name could not be obtained, but the device issue was identified during a spinal procedure. A back up device was used, and there was no delay in the procedure. No additional information was provided.